Event description:
Sorin group received a report that during a procedure, the s5 double head pump failed to deliver first dose cardioplegia. The perfusionist activated the pump by using different pump setting modifications. The case was completed without further issues. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.